Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. Part of the heat shrink tubing open end is torn off and missing. The heat shrink tubing open end exhibits signs of melting. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glass cap detachment. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found a detachment of the distal portion of the glass cap. There was no harm to the user or patient.